Event description:
My name is dr. (B)(6), do. I am a radiologist and work for (B)(6). We use vue pacs since (B)(6) of 2025. Feature such as misleading reference line might lead to reporting of pathological findings on a wrong anatomical site which could be harmful for patients. I tried to explain this to it from philips since (B)(6) 2025, however without success. Otherwise vue pacs is slow, inconvenient and full of unnecessary features. I would not recommend using it. Below is product name that I found on your web site. Thanks. (B)(6), do proprietary name: vue motion; vue pacs; vue pacs (diagnostic) classification name: system, image processing, radiological product code: llz device class: 2, regulation number: (B)(4), medical specialty: radiology, registered establishment name: philips medical systems technologies ltd. Registered establishment number: (B)(4), premarket submission number: k110919, owner/operator: philips medical systems international bv, owner/operator number: (B)(4), establishment operations: manufacturer.